Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Date and indication of initial surgical procedure when tvt was implanted? Were any concomitant procedures performed? Onset date/time of the pain from surgery? What medical intervention was given for the pain management? Results? Date, diagnosis and surgical findings for mesh removal surgery? Was any deficiency or anomaly of the mesh? If yes, please describe it. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? The patient demographic info: age, weight, bmi at the time of index procedure? Other relevant patient comorbidities/concomitant medications? Tvt mesh product code and lot number? If applicable, will product be returned, return date, tracking information?

Event description:
It was reported the patient underwent a gynecological procedure on unknown date and the mesh was implanted. The patient experienced suprapubic pain and mesh removal was performed. Additional information has been requested.